Event description:
While reporting issues with calibration errors and change sensor alerts. Customer reported having a blood glucose level of 482 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.